Manufacturer narrative:
PMA/510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, during an open reduction internal fixation (orif) procedure for the femoral diaphyseal fracture, the drill bit and the locking screw interfered with the expert a2fn nail. The locking screw was about to be stripped during insertion due to strong resistance. The surgery was completed successfully with a surgical delay of less than thirty (30) minutes. Patient and procedure outcome were unknown. This report is for one (1) expert a2fn nail 10 le cann l380 tan. This is report 1 of 3 for (B)(4).